Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the plastic broke where the reservoir screws in. The customer has been using manual injection and blood glucose this morning was 300 but she has not been on the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.